Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion; however, it was noted that the stent struts were lifted. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.